Event description:
It was reported that the patient had radiation. After radiation the device was in reset several times, but it could be recovered without problems. One time the device was in reset without radiation therapy. The device was explanted due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of device reset was not confirmed in laboratory. It is believed that micro-resets, caused by the medical radiation or by natural background radiation, occurred and were repaired in the field. Eri was confirmed.